Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 10/02/2024, should be retracted.

Event description:
It was reported "unable to pass wire, dent/mark noted at 16cm." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "unable to pass wire, dent/mark noted at 16cm." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."